Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454510/14820255 and tgu373710/14491031. (B)(4). (B)(6).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprostheses. It was reported that on (B)(6) 2018, the patient presented with hemolysis. A type iii endoleak with component separation was identified. There was excessive overlap between the original implanted conformable gore® tag® thoracic endoprostheses (tgu373710/12562071 and tgu373710/14491031) and therefore the tgu454510/14820255 disconnected from both implanted devices. The physician reintervened and bridged the component disconnection by implanting a conformable gore® tag® thoracic endoprosthesis (tgu454520/18712623). The patient tolerated the procedure.